Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink paclitaxel sets tubing leaked chemotherapy. The leak was observed to be coming from the filter below the sigma spectrum infusion pump. The leak occurred during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.